Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 9/18/2017. Device returned to manufacturer? Yes. Device evaluation: the complaint lens was received in its original folding carton with the insert case. Visual inspection at 10x microscope magnification was performed. Loose particles were observed on the lens surface which could be related to the handling of the unit in a non-sterile environment. After the decontamination process, the lens was inspected and no damaged/defect related to the manufacturing process were observed in the lens returned. Therefore, the reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that upon receipt of the intraocular lens (iol), the lens looked to be broken in the packaging. Through follow up, the customer provided additional information stating that based on their notes the lens appeared to have a scuff mark and that the procedure was completed successfully using a backup lens with the same model and diopter size. There was no patient contact, no serious patient injury, no medical complications, and no surgical intervention. No additional information was provided to abbott medical optics.